Event description:
It was reported that during a stenting treatment procedure, a shaft fracture occurred. The lesion was located in a mildly tortuous and non-calcified left anterior descending artery. The lesion was predilated with a 2.5x15mm apex balloon. A 3.0x20mm stent was placed distally in the lesion. A 3.0x20mm taxus liberte' stent was advanced to the lesion and the shaft fractured. The device was removed and the procedure was completed with another taxus liberte' stent. No patient complications were reported. Patient status is listed as fine.

Event description:
It was reported that during a stenting treatment procedure, a shaft fracture occurred. The lesion was located in a mildly tortuous and non-calcified left anterior descending artery. The lesion was predilated with a 2.5x15mm apex balloon. A 3.0x20mm stent was placed distally in the lesion. A 3.0x20mm taxus liberte' stent was advanced to the lesion and the shaft fractured. The device was removed and the procedure was completed with another taxus liberte' stent. No patient complications were reported. Patient status is listed as fine.

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a taxus liberte (mr) stent delivery system (sds) in two pieces. Blood and contrast were visible in the distal and midshaft of the device which is consistent with the reported information that the device was used. It was determined that the hypotube was broken 18cm from the strain relief. Microscopic examination of the hypotube material at the fracture site presented no indication of any material or manufacturing deficiencies that could have contributed to the shaft fracture or the other reported difficulties. The returned catheter was visually and tactilely examined along the entire length of shaft and no other damage was seen other than the broken hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)